Event description:
It was reported that the insulin pump buttons were unresponsive. Customer's blood glucose was 104 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to moisture damage noted on keypad traces. No further tests could be performed due to unresponsive buttons. The insulin pump had broken belt clip slot, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window, cracked case at display window corner and missing end cap sticker.